Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was transferred to a failure analysis engineer for further investigation and the initial failure analysis was confirmed, the mcs distal drive rod was found to be broken, specifically the coupling located at the distal tip of the rod. The customer complaint that the tip was stuck and didn¿t come out fully was interpreted as the customer noticing the coupling had been broken, since without the distal end of the coupling the tip does not extend past the overmolded seal adapter. The drive rod clamp screws were loosened to extend the distal drive rod past the opening of the distal end of the instrument. The coupling was found to be broken at what appears to be the thinnest part of the coupling. The root cause is typically attributed to component failure. The coupling was not returned, and the broken coupling was located at the distal end of the instrument. If the break were to occur during a procedure, the mcs tip accessory would retain the fragment. Additionally, the break site was very rough and appeared to be abraded, and an obvious, clean break point was not seen.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional testing was performed on the monopolar curved scissors instrument involved in this event. The coupling was cut off from the instrument and the supplier analyzed the component. The following was noted. There were no torsional stresses on the part that caused the break, it failed at the thinnest walled section of the part, and they could not find any issues with the part (they checked for) machining marks and defects in the material. The remaining portion of the coupling was cut from the distal end of the instrument for analysis by the supplier and was retained and returned.

Manufacturer narrative:
The monopolar curved scissors (mcs) was transferred to engineering for further investigation and the initial fa was confirmed, the mcs distal drive rod was found to be broken, specifically the coupling located at the distal tip of the rod. The customer complaint that the tip was stuck and did not come out fully was interpreted as the customer noticing the coupling had been broken, since without the distal end of the coupling the tip does not extend past the overmolded seal adapter. The drive rod clamp screws were loosened to extend the distal drive rod past the opening of the distal end of the instrument. The coupling was found to be broken at what appears to be the thinnest part of the coupling. The root cause is typically attributed to a component failure. The broken coupling is located at the distal end of the instrument, and the complaint does not provide input on patient impact. However, if the break were to occur during a procedure, the mcs tip accessory would retain the fragment. Additionally, the break site is very rough and appears to be abraded, and an obvious, clean break point was not seen. Also, clamp screws were loosened to push the grip rod distally to expose the coupling to allow for pictures. Prior to loosening the screws and moving the grip rod, the grip rod was marked with a black marker in order to mark the original position of the rod.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted gynecology surgical procedure, the tip of the monopolar curved scissors (mcs) was stuck and did not come out fully. A backup mcs instrument was used. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the problem was identified prior to surgery, no delays, patient was not affected, it was a gynecology procedure. No patient information or physician provided, no cleaning and sterilization methods changed.

Manufacturer narrative:
Intuitive has received the monopolar curved scissors (mcs) associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint that the tip was stuck and didn¿t come out fully. Failure analysis found the primary failure of a broken drive rod to be related to the customer reported complaint. Visual inspection of the mcs instrument found the drive rod within the over molded adapter broken. The broken piece was not returned with the instrument. The drive rod would not come all the way out of the adapter when the grip knob was rotated. The root cause for the broken drive rod is not established. No images or videos were submitted for review. A review of the procedure log showed the monopolar curved scissors (mcs) was last used on (B)(6) 2022 in a prostatectomy ¿ radical with lymphadenectomy procedure performed on system (B)(4) with 12 uses remaining. The logs show no gynecology procedures were performed on (B)(6) 2022. The procedure could not be confirmed. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.